Event description:
Event description guidant received information that during defibrillation threshold testing after implant, the programmer displayed monitor plus therapy even though the local guidant representative had selected off. A final interrogation was not performed, and at device interrogation the next day, the device was found off.